Event description:
The customer reported smoking from the male iui during preventive maintenance. There was no patient harm as the pump was not on a patient at the time of the event. Although requested, no additional event information was provided by the user.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer's experience of a smoking from the male iui was not confirmed with this pump module. The module was disassembled and inspected. There was no evidence (ex. Burning smell, burn marks on case, burnt electrical components) that it had experienced a thermal event. The male iui was inspected. The connector showed no signs of thermal damage. None of the pins were backed out, as seen on pins when thermal damage has been confirmed. The root cause of the customer's experience of smoke observed from the male iui was not identified in this device. The thermal event is believed to have occurred on pcu s/n (B)(4), reference manufacturer's report # 2016493-2013-00051.